Manufacturer narrative:
(B)(4). Additional information has been requested and will be submitted upon receipt accordingly. This is one of two device reports related to this event.

Event description:
The plaintiff's attorney alleged that the patient experienced a cardiac arrest and subsequently expired, which is alleged to have been caused by the product administered for dialysis treatment.